Manufacturer narrative:
Device received with intermittent button response due to flattened dome switch on the act button. Device received with cracked reservoir tube lip. Component lcd connector was inspected and no anomaly was noted. (B)(4).

Event description:
Customer reported via phone call that the act button was really difficult to press. Customer's blood glucose was 190 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.